Manufacturer narrative:
When programmed with a monitor only vt-1 tachy zone in a 3-zone configuration, this device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements would normally prevent the device from treating.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an arrhythmia in the monitor only zone. The arrhythmia then accelerated into vt zone but redetection is rate only so the patient received therapy. There were no additional adverse patient effects reported.